Manufacturer narrative:
(B)(4). The cause of death was unknown and a death certificate was not available. It was reported that the patient did not have peritonitis prior to the death. An autopsy was performed, but the healthcare professional declined to provide results. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient (pt) passed away due to unknown causes. The pt died at home and was not hospitalized prior to death. Dianeal therapy was ongoing until the time of the death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient's age was reported as (B)(6) years old; the exact date of birth is not known. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.